Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge fill port was leaking during the loading process. Customer changed the cartridge. Customer's blood glucose was within range (value not provided).